Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel tip broken with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer stated the stopper was missing from one syringe. When consumer left message on (B)(6) 2019, she referred to the stopper as plunger. Additionally, on (B)(6) 2019 the bd sales consultant provided the following additional information: complaint evaluation for barrel tip broken completed as per issues found during sample return.

Event description:
It was reported that the barrel tip broken with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer stated the stopper was missing from one syringe. When consumer left message on (B)(6) 2019, she referred to the stopper as plunger. Additionally, on 4/29/2019 the bd sales consultant provided the following additional information: complaint evaluation for barrel tip broken completed as per issues found during sample return.

Manufacturer narrative:
H.6. Investigation: customer returned (3) loose 0.3ml, 31g x 8mm bd insulin syringes. Consumer stated the stopper was missing from one syringe, stated needle bent during injection, (two syringes affected). All 3 returned samples were examined and the following was observed: 1 syringe with the hub-needle/shield assembly separated from the barrel; damage to the barrel tip was observed (broken barrel tip). 1 syringe with a missing stopper. The 2 returned syringes with hub-needle/shield assemblies attached to their respective syringe barrels were tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g: 0.0100¿- 0.0105¿): data: sample 1, point: good, outer diameter (in) 0.0102, lube: good. Sample 2, good, 0.0103, good. A review of the device history record was completed for batch # 8239954 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200777224, 200764831] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (stopper missing & broken barrel tip). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle bending during use). Possible root cause for broken barrel tip: probable root cause is likely to be a jam on the ffs (form fill & seal) equipment, during formation and packaging of the polybags. When this type of event occurs, any portion of the syringe and/or component(s) may be involved in the jam and exhibit varying degrees of damage, such as that which is noted from the returned sample. Probable root cause for missing stopper: at the stopper assembly on the metro machine as the dial for the plunger comes around for the marriage of the stopper to plunger, a plunger could get hung up in the dial and not allow the stopper to assemble to the plunger.